Event description:
It was reported that error code 6 was received upon interrogating generator, this disabled therapy. Patient cannot feel stimulation. Patient has been referred for replacement. Data was received and reviewed. Data showed that patient's therapy was re-enabled and returned back to normal settings. The generator passed final functional and quality specifications prior to release for distribution. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional data was available for review and showed that patient has over 255 auto stimulations per day. Data showed that autostimulation was potentially disabled from 07/04/2022 to 07/25/2022. The value of 0 was seen. Autostimulation was seen enabled on 07/26/2022. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was later reported that patient had a generator replacement surgery due to other marked with too much and too less stimulus. The suspect product has been received into product analysis. Analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis (pa) for the suspect generator was completed. Visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation and a system diagnostic test were performed. The output current was observed on a bench oscilloscope at two different time periods and showed no anomalies. The gc5 script was modified to allow gc5 testing on this version of firmware. The modified gc5 test showed no anomalies. The hardware reset could not reproduced. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
B5. Corrected event description, supplemental #4 report: inadvertently left out details on further analysis.

Event description:
Further analysis was performed confirming that the gc5 reset is not the cause of device issue. This was determined by the modified gc5 test performed in product analysis which showed no anomalies.

Event description:
An updated investigation on the reset that occurred in the device was performed. No definite root cause was able to be established despite this additional analysis. Possible causes could include transient sram "soft" errors that could cause a device reset but wouldn't present any long-term issue to the device, transient faults in the oscillator circuitry, an undetermined design flaw within the microcontroller, or a rare firmware issue that has not been able to be identified. Some of these events, such as the sram soft error, would be considered random chance events that are unlikely to reoccur for a particular device while some (such as a microcontroller issue) could potentially lead to additional reboots for a particular device. At the time of investigation closure, of 24 devices considered within scope 3 were known to have had more than one occurrence of the unexpected reset. No other relevant information has been received to date.